Manufacturer narrative:
The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ optima injectors experienced broken luer connection leakage. The following information was provided by the initial reporter: we had two issues with the n-40 caps today. One was a taxol that we sent over to our other office and when it arrived the n-40 was laying in the bag and the tubing had leaked a bit (we had to toss the bag and redo the medication). Second issue was the n-40 separating from the syringe while I was drawing up gemzar and leading to a spill under the hood.

Event description:
It was reported that 2 bd phaseal¿ optima injectors experienced broken luer connection leakage. The following information was provided by the initial reporter: we had two issues with the n-40 caps today. One was a taxol that we sent over to our other office and when it arrived the n-40 was laying in the bag and the tubing had leaked a bit (we had to toss the bag and redo the medication). Second issue was the n-40 separating from the syringe while I was drawing up gemzar and leading to a spill under the hood.

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. Two photos were provided, however, there is no visible damage or defect that could be observed with the device. A device history review was performed for lot 2107306, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.